Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as follow up report.

Event description:
It was reported that the patient has 6 unusable electrodes and is experiencing tinnitus even when not wearing the audio processor. There is no history of trauma. The pt is to be re-implanted but a date of surgery has not yet been scheduled.